Event description:
New information received notes that programming changes were made.

Event description:
It was reported that the patient presented to the emergency room with chest pain. The patient went into vf while an in-patient. The device appropriately delivered multiple high voltage therapies. The device then started intermittently undersensing the vf signal. A false return to sinus was detected by the device due to intermittent undersensing while the patient still in vf. External defibrillation was used to rescue the patient. Plural effusion was diagnosed after the vf storm. High capture threshold and reduced sensing were also observed. Programming changes were recommended and x-ray assessment is planned.